Manufacturer narrative:
Additional device information for v.a.c.® granufoam¿ dressing lot number 7141899v007: unique identifier (UDI): (B)(4); expiration date: 30-sep-2022. Device manufacture date: 17-oct-2019. Additional device information for activ.a.c.¿ canister lot number 7062891v009: unique identifier (UDI): (B)(4); expiration date: 31-aug-2022. Device manufacture date: 30-sep-2019. Based on information provided, it cannot be determined that the alleged reaction and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient stated due to the location of the wound, moisture built up and caused the issues. The patient also stated the v.a.c.® drape was not cut to the recommended size. Additionally, the nurse confirmed the patient's wound was not green or gray and the patient did not have green drainage, therefore, kci has deemed the graying of the periwound and the green drainage as not reportable. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Maintaining a seal -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Make sure to pinch drape and cut a 2.5 cm hole through the drape (not a slit). The hole should be large enough to allow for removal of fluid and/or exudate. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: the patient allegedly experienced a technical issue with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient experienced a reaction to the v.a.c.® drape that allegedly caused graying of the periwound and an infection in the wound bed. The patient also alleged the drainage was green. The patient does not have a history of allergies to tapes or adhesives. The patient stated the v.a.c.® drape was not cut the recommended size and due to the location of the wound, moisture built up and caused the issues. On 31-jan-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, the patient was observed and the periwound exhibited some redness and irritation and the wound was cultured. The nurse confirmed the wound did not have any green or gray areas and there was no green drainage observed on (B)(6) 2020 or on (B)(6) 2020. The wound cultures were positive for staphylococcus and the patient was placed on antibiotic therapy. The nurse was unsure if v.a.c.® therapy caused or contributed to the infection. On 31-jan-2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reapplied. On 18-feb-2020, a device history record review for v.a.c.® granufoam¿ dressing lot number 7141899v007 was completed. All end release testing of the product and packaging met specifications. On 18-feb-2020, a device history record review for activ.a.c.¿ canister lot number 7062891v009 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
MDR-3009897021-2020-00066 sumbitted on 27-feb-2020 noted the following: b3: date of event: (B)(6) 2019. Correction b3: date of event: (B)(6) 2020. Based on the correction provided, kci's assessment remains the same; it cannot be determined that the alleged reaction and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged reaction and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 16-jan-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.